Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture and obstruction of flow. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8 fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8 fr groshong products is identified in d2 and g5. H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for fracture; however, the investigation is inconclusive for occluded needle. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8 fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8 fr groshong products is identified. As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The evaluation identified material split, cut or torn. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j port & catheter, implanted, subcutaneous, intravascular allegedly experienced material split, cut or torn. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.